Event description:
Boston scientific received information that during the implant procedure, the lead was unpacked and was found to be bent. However, the lead was attempted to be implanted and when it was engaged, manipulation became worse. When the lead was removed, it was almost completely severed. When the stylet was inserted, the lead severed. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.